Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. There are two (2) devices associated with this complaint; therefore a separate FDA form 3500a has been generated to address the other device.

Event description:
It was reported that after two days in use, there was leakage from a rupture in the catheter at the point where it exits the rectum. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information was received on september 11, 2015. Third party manufacturer reviewed the routers used to manufacture lot#13vm520920 and there were no deviations or discrepancies noted. The lot was manufactured without incident. The retain samples for this lot were inspected and were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).